Event description:
The customer reported that an error displayed on the image receptor of the camera and no image would come up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The b335 power supply was replaced. The system was tested and found to be working as intended and put back into service.